Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited under sensing. The patient was in atrial fibrillation. The patient was stable.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's atrial lead exhibited under sensing. The patient was in atrial fibrillation. The patient was stable.